Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Confirmed. Fse replaced the fiber cable from the vision side cart (vsc) to the patient side cart (psc). The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site stated the patient side cart (psc) was not connected. Site had done a hard restart and reseated the cables. Technical support engineer (tse) had site swap ports on vision side cart (vsc) for the psc, do another hard restart of psc and vsc, and swap cables for psc and surgeon side console (ssc) with no change. The procedure was aborted without patient involvement.